Manufacturer narrative:
Please note this event was originally reported as asr reportable malfunction. If the pt or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provided a complete list of all related MDR access numbers, as well as the basis of thier inclusion in the trend e.g. Common clinical presentation/observation, common component, common mfg process, known failure mode, etc. The info pertaining to this pt or alleged device problem is not part of a specific trend analysis. Furthermore, it must be noted that according to the report, the product having the defect is a 29 eea of which allegedly the tip fell into the surgical field. Covidien/united states surgical does not MFR a device as described in the incident report. Moreover, the provided lot number p4l465, is a valid lot number for a purstring single use instrument, but as described in the incident report, there were no complications during the use of this particular device, but rather with the device. Multiple attempts were made to obtain further info regarding the subject defective eea, but the reporter was unable to provide further clarification or details regarding this event.